Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006; 4195-88 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient presented to the emergency room when a lead alert triggered due to high impedance on the right ventricular (rv) coil portion of the rv lead. The rv lead was reprogrammed, and subsequently removed and replaced.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.